Manufacturer narrative:
(B)(4). Section d4: the lot numbers and expiration dates of the affected rt206 adult ventilator circuits are: 2103412902, 14 oct 2029. 2103543701, 18 dec 2029. Section h4: the device manufacturer date of the affected rt206 adult ventilator circuits are: 14 oct 2024 (lot 2103412902). 18 dec 2024 (lot 2103543701). Section g4: the rt206 adult ventilator circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: the subject rt206 adult ventilator circuits have been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in thailand that three rt206 adult ventilator circuits failed the pre-use ventilator leak test prior to patient use. Upon further inspection, the healthcare facility identified the water traps as the source of the leak. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: the lot numbers and expiration dates of the affected rt206 adult ventilator circuits are: - 2103412902, 14 oct 2029, - 2103543701, 18 dec 2029. Section h4: the device manufacturer date of the affected rt206 adult ventilator circuits are: - 14 oct 2024 (lot 2103412902), - 18 dec 2024 (lot 2103543701). Section g4: the rt206 adult ventilator circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the subject rt206 adult ventilator circuits were returned to fisher & paykel (f&p) healthcare in new zealand for evaluation where they were visually inspected and leak tested. Results: visual inspection of the returned devices identified no damage to any part of the breathing circuits. Leak testing confirmed the reported leaks. Further investigation identified that the leaks were coming through a buldge in the bowl of the water trap, affecting the seal between the lid and the bowl. Conclusion: the reported leaks were confirmed and may have been due to misassembly, leading to the water trap bowl not fully engaging with the lid. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the user to empty the water trap. The user instructions for the rt206 adult ventilator circuit states the following: - check all connections are tight before use. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in thailand that three rt206 adult ventilator circuits failed the pre-use ventilator leak test prior to patient use. Upon further inspection, the healthcare facility identified the water traps as the source of the leak. There was no reported patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in thailand that three rt206 adult ventilator circuits failed the pre-use ventilator leak test prior to patient use. Upon further inspection, the healthcare facility identified the water traps as the source of the leak. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: the lot numbers and expiration dates of the affected rt206 adult ventilator circuits are: - 2103412902, 14 oct 2029 - 2103543701, 18 dec 2029 section h4: the device manufacturer date of the affected rt206 adult ventilator circuits are: - 14 oct 2024 (lot 2103412902) - 18 dec 2024 (lot 2103543701) section g4: the rt206 adult ventilator circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the subject rt206 adult ventilator circuits and additional information were requested to be provided to fisher & paykel (f&p) healthcare new zealand for evaluation. Results: the subject devices were not returned to f&p healthcare for evaluation. Conclusion: based on the information provided by the healthcare facility and without the return of the subject devices, we are unable to confirm or determine the cause of the reported issue. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All rt206 adult ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions for the rt206 adult ventilator circuit states the following: - check all connections are tight before use. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.